Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2004 the decedent experienced respiratory failure while undergoing dialysis.